Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to lead fracture. The patient had taken very hard fall with physical damage, and was subsequently scheduled for an investigational surgery to locate the problem. High impedance measurements greater than 2000 ohms and loss of capture were both noted on the lv lead. During the procedure, the physician noticed a lead fracture and explanted the lead. It was noted that the lead was cut and damaged upon removal. The lead was replaced with no additional adverse patient effects reported.

Manufacturer narrative:
The lead was explanted will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.